Event description:
Covidien received information stating that during patient use of the ht70 ventilator, when a nurse call cable was connected to the device, the nurse call alarm triggered (not from the device). The reported condition was duplicated. The patient was transferred to another ventilator. There were no negative patient consequences reported.

Manufacturer narrative:
(B)(4). The ventilator's single board computer (sbc) was returned for investigation. The board was installed into a test ventilator. The device was powered on and the external alarm output was tested and functioned as intended. The alarm was turned on and off while the ventilator was in service mode. The customer reported complaint could not be duplicated.

Manufacturer narrative:
(B)(4).